Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) exhibited post sensed t-wave oversensing. No resolution was performed. There were no patient consequences. The patient would continue to be monitored.